Event description:
It was reported that during a zenker's diverticulum procedure, the device completed the firing, but did not fire all the staples. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 04/03/2009. Info anticipated, but unavailable at this time.